Event description:
On (B)(6) 2015 a call was received from a representative at an on-line company requesting information regarding two lot numbers for the acuvue 1-day trueye contact lenses. The representative advised that a patient stated that ¿they are irritating his/her eyes and that they caused ulcers?¿ the representative provided two lot #¿s. Both lot #¿s provided were not valid for the products in question. Multiple attempts made to get additional information from the on-line company have been unsuccessful. No additional information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4).